Event description:
It was reported that on literature review ¿reducing the incidence of problematic seroma formation and skin necrosis posthypophysectomy: triple action of topical tranexamic acid, negative pressure wound therapy, and prolonged drainage,¿ seven (7) patients sustained an unspecified complication within post-operative wound treatment of patients who underwent axillary or inguinal lymphadenectomy with the use of topical tranexamic acid (txa) (3g) intra-operatively to the wound cavity, a pico device, and discharged early with a drain in-situ. Patients required readmission to the hospital. No further information is available.

Manufacturer narrative:
Internal reference number: case (B)(4). Currie rv, durand cj, bond j. Reducing the incidence of problematic seroma formation and skin necrosis post-lymphadenectomy: triple action of topical tranexamic acid, negative pressure wound therapy, and prolonged drainage. J plast reconstr aesthetic surg. 2024 jul;94:54-61. Doi: 10.1016/j.bjps.2024.04.065. Epub 2024 may 3. Pmid: 38759512. This complaint was opened by smith+nephew to document a patient complication identified through a review of clinical evidence from literature sources that includes reference to the use of a smith+nephew product. The reported issue(s) relate to known inherent procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to confirm a relationship between the reported event and the device or identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required